Manufacturer narrative:
Device is used for treatment, not diagnosis. The foreign material which was described on the device report we could not find. Not in the package and neither adhered to the screw. Throughout the transport of this screw the screw head with the thread might be moving around and possibly shaved off the inside surface of the package. The device history record was researched for the listed article; no abnormal findings were identified. No product and package failure could be found. Received date should be (B)(4) 2013. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. Other product code: ktt. Placeholder.

Event description:
The patient had a femur supracondylar fracture surgery on (B)(6) 2013. When the surgeon opened the sterilized case in the operation, the product had a white foreign material on it. The surgeon did not use the device and it was returned to synthes for the investigation. It was reported that the patient did not suffer any adverse event. This is 1 of 1 devices for this event reported on complaint (B)(4).